Event description:
Customer reported that the insulin pump drive support cap is sticking out. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with prime alarms during prime test and prime alarms during basic occlusion test due to protruded/loose drive support disk. Unable to perform occlusion and excessive no delivery alarm test due to prime alarms. The insulin pump passed displacement test. Motor was inspected and tested. No motor anomaly noted. Cracked reservoir tube lip, cracked case near display window corners and cracked battery tube threads noted during visual inspection.